Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device "produced a device failure and replace ventilation unit alarms at 00:42 on 10/09/2022." There were no patient health consequences reported.

Manufacturer narrative:
The log file was analyzed for investigation. Based on the log file the reported alarm ¿device failure - replace ventilation unit ¿ could be confirmed. The "device failure" alarm message was caused by a detected discrepancy between the measured inspiratory and expiratory airway pressure. In reaction to the discrepancy in the pressure measurements the device preformed a pressure release (the safety valve opens to ambient). No technical malfunction of the device was found as root cause for this event. The log file entries indicate water accumulation in the breathing circuit during the time of event, possible causing the detected significant difference in expiratory and inspiratory pressure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. To inform the user audible alarms are posted. Manual ventilation with an alternate device may be considered necessary. The device reacted as specified to the detected deviation concerning the pressure measurement system. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device "produced a device failure and replace ventilation unit alarms at 00:42 on (B)(6) 2022." There were no patient health consequences reported.